Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with no delivery. The customer states they are receiving no delivery alarms when they prime the device. The customer's blood glucose level at the time of incident was 200mg/dl. Troubleshoot was conducted. The customer states the device alarmed no delivery during manual prime. Changing the reservoir resolved the issue. The customer is being sent out replacement sets.